Manufacturer narrative:
The company rep examined the system and replaced the ultrasonic (u/s) controller pcb, communication distribution pcb, and the w19 can-can cable. The system was then tested and met product specs. Root cause has not been determined. (B)(4).

Event description:
A nurse reported that during cataract procedure with iol implant, the system displayed a system message indicating a vacuum error was displayed and the software locked. The system was rebooted and the cassette was exchanged, but the problem persisted. The system was exchanged and the surgery was completed after a 10-15 minutes delay. The nurse reported that there was no harm to the pt.